Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.

Event description:
It was reported by the pt that the pt had a sling implanted in 2007 for vaginal prolapse. Pt thinks the sling was a monarc sling system but is not sure. The pt stated she is now having problems with incontinence and vaginal protrusion again. The pt reported the physician told her nothing can be done. No additional pt complications were reported.